Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a re-craniotomy was performed on (B)(6) 2014. The patient initially operated for subarachnoid hemorrhage on (B)(6) 2014. During the re-craniotomy, the screw broke and was detained in the patient¿s skull. There was not much of resistance during the removal; however, the removed screw was found broke in the middle. The revision procedure was due to the patient¿s condition and not related to any device issues. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: the investigation of the complained screw shows that the tip is indeed badly deformed due to mechanical overloading. It is likely that the presented tip broke according to a ductile forced fracture during insertion or removal. A reason for an intra-operative failure for the matrixneuro screw could be insertion of the screw in an exceptional hard bone without pre-drilling. No product fault could be detected.device was used for treatment, not diagnosisif information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.